Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.